Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the sureform 60 stapler instrument was installed on the system 4 times and fired 4 black sureform 60 reloads. On install 1, the system failed to detect the stapler reload color; therefore, the user selected the black stapler reload manually. The first two clamps were successful, and the firing was completed with 1-2 pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 3 pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 2 pauses for compression. On install 4, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs. The logs do not confirm the customer report of force firing the stapler.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, the surgeon fired a black sureform 60 reload with the sureform 60 stapler instrument and received a "subline optimal" message. The surgeon then noticed a leak from the stapled site. It is unknown what medical intervention (if any) was rendered due to the complication. The procedure was being continued as planned.